Event description:
The device was implanted via v-p shunt at 140mmh2o. Doi is unknown. On (B) (6) 2010, it was found that the ventricles of the patient's brain became too large. On (B) (6), the device was replaced by 82-3110 via v-p at 140mmh2o.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.